Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information regarding a dreamstation expert. The device was returned to a third-party service center for evaluation. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. During evaluation of the device at a third-party service center, corrosion was found on the power connector. In addition, oxide on connector was also observed. No other device problems were found. The device was scrapped.

Manufacturer narrative:
A dreamstation expert device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found a cosmetic defect of corrosion in the device. In addition, there was a presence of contamination from connector oxide. There was no evidence of foam particles or degradation. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.